Event description:
It was reported by svc report that the power cord is damaged and the footboard is damaged with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard damaged with sharp edges.